Manufacturer narrative:
(B)(4). Additional information: device evaluated by MFR?, evaluation codes. The device was received for evaluation. A visual inspection revealed the opening of the packaging did not present footprint adhesive (incomplete seal). A visual inspection of companion samples found no issues. Leak testing was performed on 16 companion samples; no issues were found that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was confirmed. The cause of the issue was determined to be due to lack of adhesive transference during manufacturing resulting in an incomplete seal. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap was found to be open on the side of the pouch. The product was not used. There was no patient involvement. No additional information is available.